Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4)

Event description:
It was reported that insulin pump has many scratches and is very hard to read the menu. Customer's blood glucose reading was 100 mg/dl. Advised discontinuation of the insulin pump. Nothing further reported.

Manufacturer narrative:
Insulin pump received with cracked case at the display window corner, cracked reservoir tube lip, minor scratches on lcd window and cracked battery tube threads.